Event description:
It was reported that the patient presented in clinic for a follow up with intermittent mode switching due to over-sensed noise and low pacing impedance exhibited by the atrial lead. No interventions were made. The patient was in stable condition.